Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect front panel assembly for investigation. The reported issued of the dark display was able to be duplicated and the root-cause was isolated to a faulty liquid crystal display (lcd).this issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The device has been received by carefusion's failure analysis lab. Results pending completion of evaluation by carefusion.

Event description:
The customer reported sending in the suspect device in for evaluation and repair. The customer reported the unit cycles on during pre-use check, but the touchscreen display is dark while using the vela ventilator. Carefusion (cfn) technical support sent the customer an RMA (return merchandise authorization) to return the suspect component for evaluation and repair. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.